Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the monitor displayed low readings. It was reported that troubleshoot readings on both hands were 78%. The customer reported that they swapped sensors. There was no reported patient involvement and outcome.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.